Event description:
Plaintiff alleges the development of a type I latex allergy from her exposure to latex gloves. She alleges developing respiratory problems, including anaphylactic reactions, and related mental and emotional distress, of a permanent and continuing and life-threatening nature. She also alleges suffering considerable mental and emotional anguish, limitation and restriction of her usual activities, pursuits and pleasures.